Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had pain at the implantable neurostimulator (ins) site. The patient felt the ins heated and the impedances were checked and they were all ok. The manufacturer representative was still waiting for the patient¿s test results. The patient was going to have a blood test to see if they had an infection at the device site. The patient¿s health care provider (hcp) said the patient didn¿t have any signs of infection after surgery, despite having to change the ins implant site 2 times. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturing representative reported, the implantable neurostimulator (ins) was explanted and the patient had been prescribed medicine by their health care provider (hcp). The cause of the pain was not determined and the ins was for back and lower back pain. The ins site had been changed two times because, the patient had pain where the ins was implanted.

Manufacturer narrative:
(B)(4).